Manufacturer narrative:
The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging "pressure control and device out of order" in the alarm log and will be reported as a ventilator inoperative alarm. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging "pressure control and device out of order" in the alarm log and will be reported as a ventilator inoperative alarm. There was no patient harm or injury reported with this notification. The bipap a40 pro device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that there were two error codes, the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for five seconds (e-050) and high respiratory rate (e-037) the devices printed circuit assembly (pca) board had caused the issue to occur on the device. In conclusion, the device's pca board needs replaced to address the issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, there were two more non-reportable errors (e-037 and e-0148) were found on the device that were resolved by replacing the pca board on the device. These two non-reportable error codes were unrelated to the reportable issue.